Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated "for months" the handset had not been working properly. The patient stated that they bolused about on average six to seven times a day and the handset lagged at 90% for a lot of minutes. The manufacturer's patient services specialist (pss) reviewed lag time and reviewed how to clear data. The patient then was able to connect to the pump with no lag. Pss reviewed the lag time will begin to build up as time went on.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient calling back requesting assistance clearing data from their handset. Prior to c learing data, patient's data was 3.17 mb. Agent assisted patient in clearing data and patient would call back for assistance as needed.